Event description:
It was reported that pump displayed altitude alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection. Customer did not require assistance from a third-party. Reportedly, the customer replaced cartridge, and resumed pump use.